Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to perform the sphincterotomy with the device, the cutting wire broke. No part of the device fell off into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to perform the sphincterotomy with the device, the cutting wire broke. No part of the device fell off into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cutting wire was broken on the proximal end and bent toward the tip. The exposed cutting wire was measured to be approximately 14 mm long. The distal pierce hole was melted approximately 1.5 mm. The proximal end of the broken cutting wire was retracted into the extrusion and presented a ball weld on the tip. During evaluation, the proximal end of the broken cut wire was extended approximately 7 mm out the proximal pierce hole. The cutting wire was blackened/burnt and the outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context' due to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.